Event description:
It was reported during preparation of prostate procedure, console displayed black screen. The console was restarted completely and the issue was not resolved. The procedure was not completed due to this issue. Patient outcome: no patient injury reported.

Manufacturer narrative:
System analysis/ service repair completed on (B)(6) 2019: the top cover was exchanged by field service engineer. The system was tested and verified to meet manufacturer's specification. Probable root cause: based on the service information provided, the probable root cause was faulty top cover.